Event description:
It was reported the subject device had noise that occurred when connecting and anomalies like sandstorm was observed. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned for evaluation and the customer's allegation was confirmed; image noise was generated. Additional findings from the evaluation found corrosion on the scope mount and free lock, and an adhesion on the free lock lever. Based on the results of the investigation, a definitive cause of the reported issue could not be established. A device history record review was conducted on the current product, and no problems were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide updated results of the legal manufacturer's final investigation. Updated fields: d8, g3, and h11. The device was returned for evaluation and the customer's allegation was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had noise that occurred when connecting and anomalies like sandstorm was observed. There were no reports of patient harm.